Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that during puncture, the connectors for two kits of groshong PICC were not connected tightly and could be detached directly. The same problem occurred with a connector replacement. With another connector, the puncture was completed. It was reported this occurred with three devices. This report addresses the second device.